Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently on (B)(6) 2014, the patient was prescribed oral antibiotics. The patient also experienced granulation tissue at the abutment site, and on (B)(6) 2015, the patient underwent a procedure, to excise the excess skin. The implanted device remains.